Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 7 applications were performed with a balloon catheter on the date of the event with no issues. There was a clinical issue encountered during the procedure. No product malfunction reported. Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 7 applications. The catheter passed the performance test and electrical integrity as per specification. The impedance was also within specification. Inflations were sustained for more than 2 minutes. In conclusion, the reported issue was not confirmed through testing or data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed following the ablation of the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). A pericardiocentesis was performed. The case was aborted and the patient was under general anesthesia. The patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.